Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the live video signal for abbott in the examination room hkl1. The quotation has been expired and no service has been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a problem with the live video signal in the examination room. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.